Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient came to the hospital with chest pain and pericardial effusion was confirmed. The cause of the pericardial effusion was not determinable however perforation was suspected. The system was explanted and replaced.